Manufacturer narrative:
No further follow up is planned. Evaluation summary a male patient reported the injection button of his humapen ergo device was difficult to push down. The patient indicated he used the device for five (5) years. Investigation of the returned device (batch 40232, manufactured april 2002) found both clear cartridge holder engagement tabs were broken. This malfunction may cause an underdose. Malfunction confirmed. Marks consistent with removal of the tabs with a screwdriver were observed on both engagement tabs. The user manual informs customers not to damage or remove the cartridge holder tabs. It further states not to use the device if the cartridge holder tabs are broken or if any part of the device appears broken or damaged and to contact lilly or their healthcare professional. In addition, the user manual states the humapen ergo device has been designed to be used for up to three (3) years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period, and the patient may have used the device while it was broken. The damage to the device occurred while in the field (not related to the manufacturing process).

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an (B)(6) asian male patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin)(humulin m) from a cartridge via a reusable pen (humapen ergo) 31 iu in the morning and 21 iu in the evening subcutaneously for the treatment of diabetes beginning in 2001. In 2014 he experienced heart pain and back pain and after an unspecified examination in the hospital he was told that he had a myocardial infarction (it was unspecified if he was hospitalized). The event of myocardial infarction was considered as serious by the company due to medically significant reason. On an unknown date, a stent was placed as corrective treatment. In (B)(6) 2015, he had another unspecified examination and it was showed that his heart would stopped by itself (as reported) so he was hospitalized on an unknown date and a stent was placed again. This event was considered serious by the company due to medically significant reason. Information regarding hospitalization including start and discharge dates, corrective treatment or diagnostic/laboratory test performed was not provided. Human insulin isophane suspension 70%/human insulin 30% dose was adjusted by his physician to 31 iu in the morning and 21 iu in the evening on an unknown date. Further corrective treatment and outcome of the events was not provided. Human insulin isophane suspension 70%/human insulin 30% treatment status was not provided. On (B)(6) 2016, the humapen ergo teal with clear cartridge holder associated with product complaint (B)(4)/ lot 40232 was returned. Upon evaluation the humapen ergo was found to have a two engagement tab breakage of the clear cartridge holder. The patient was the user of the device. Training status was not provided. The general and suspect device duration of use was approximately 15 years. The device was returned on 03-jun-2016. The reporting consumer was unsure if the event was related to human insulin isophane suspension 70%/human insulin 30% treatment or not. Edit 09-jun-2016: product complaint number was received on 08-jun-2016 from the affiliate. First concomitant device was change from unknown humapen unknown device to ergo I. No other changes performed. Update 14-jun-2016: additional information received on 31-may-2016 from the global product complaint database and on 12-jun-2016 from the initial consumer reporter (processed together) added the previously processed product complaint number of 3675357 and3675359; and added that the patient refused further phone calls. Update 14-jun-2016: additional information received on 14-jun-2016 from the global product complaint database regarding the device returned on 03-jun-2016 updated the device associated with product complaint (B)(4) to a humapen ergo teal with clear cartridge holder; updated the lot number from 107 to 40232; updated the device to suspect; updated the malfunction field to yes/cirm; updated the improper use and storage to yes; added new non serious event of no adverse effect to associate to the device; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 15jun2016: upon review, this case was opened to update the manufacturer of the concomitant humapen ergo in this case. Update 21jun2016: additional information received on 21jun2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.